Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that defibrillation threshold (dft) test did not work. It was found out that the competitor rv lead's distal coil had fractured. The competitor's lead was successfully removed and replaced with another competitive product. Furthermore, the device was explanted a new ICD was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high, out-of-range shock impedance measurement that was detected via the patient¿s remote home monitoring system. The patient¿s right ventricular (rv) lead is a competitor¿s product. The device remains in service. No adverse patient effects were reported.additional information was received indicating that the cause of the out of range impedances has not been identified. Furthermore, the patient is scheduled for a dft testing however the date is yet to be determined.

Manufacturer narrative:
--

Event description:
--